Event description:
The customer reported that her belt clip had broken and the insulin pump hit the ground. The customer stated that the battery cap and the screen were damaged. Troubleshooting was performed. The customer had difficulties reading the icons and settings. The blood glucose at time of call was 324mg/dl. The customer stated she was having some family issues, which are causing stress. (B)(6) later, the customer's son called back and stated that the customer was hospitalized due to pneumonia. The blood glucose reading was 473mg/dl. It was stated that the customer believes the insulin pump was not functioning properly after being dropped. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.